Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix device and this has caused more pain for the customer. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the device, nor the lancets. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
The event occurred in (B)(6).